Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/21/2013 with the following findings: 1. Audible alarm meets specifications with a reading of 69.0 db. Pump sounds with use of the "audio bolus button" as well as sounding for alarm notifications and bg reminders. Inspected piezo connections and all solder joints intact. The pump case was removed, no evidence of moisture contamination or loose electrical components identified inside pump. Conclusion; unable to duplicate or verify "no sound " complaint. There was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The reporter indicated that the pump audible alarm did not go off with pump reminders for the last several days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.